Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) ICD implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Atrial pace impedance steady at approximately 630 ohms through 2015 (B)(6), then begins to vary between 625 ohms and 1425 ohms through week of 2015 (B)(6) until impedance stabilizes again at approximately 650 ohms.